Manufacturer narrative:
The sample has been received and an evaluation is in progress. A follow-up report will be filed upon completion of the evaluation, or if any additional info is obtained.

Event description:
Reporter states that leakage from a tube occurred. According to a sales rep, "the tube may have gotten stuck in the clean flash, which may have made a crack on the tube. The tubing had been in place for 20 days". No pt injury or medical intervention was involved.